Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and it was reported that the red dead battery light was lit pm the system and the ups error message also displayed on the screen. The device was not made available to the designated complaint unit for evaluation. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. It was confirmed in the field report that fully charging the system corrected the issue. Therefore, the malfunction is most probably due to recommended maintenance not performed.

Event description:
It was reported that before a case, the red dead battery light was lit on the navio once during a sawbones training and once before a case. The ups error message also displayed on the screen. None - the system was plugged in and had plenty of time to charge before the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.